Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported twisted cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported on (B)(6) 2014 her blood glucose, carbohydrate intake and insulin history is as follows: there were no exact dosages, insulin delivery methods or carbohydrate counts provided. At 8:51 am the pod was deactivated and noticed the cannula was "twisted up."